Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran control tests on the contour next ez meter, and obtained readings of 151 mg/dl at 3:27 p.m. And 149 mg/dl at 3:29 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next control solution from lot # 9bv2g53 for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips and returned control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.